Event description:
Had the essure coil put in (B)(6) of 2013, started having severe pain days after. I ended up in the emergency room on (B)(6) 22 because of severe pain. The next day I had an emergency surgery. The doctor found that the coil broke and punctured my uterus. The doctor had to remove my tube and now I have a coil in my uterus because it was too dangerous to take out as it was causing internal bleeding. I'm still in severe pain daily and my doctor wants me to have a hysterectomy but the insurance won't cover it.